Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # u5dr62. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon reported that this tx60b device was the second one he pulled (same case) to close the ostomy in a small bowel resection. Surgeon noted that after the previous tx60b stapler failed he redid the anastomosis and experienced the same result with this stapler. An incomplete staple line where it was open in spots. The surgeon did report that the tissue was unhealthy, and the blue load may not have been the appropriate choice for the tissue. The case was competed with green reloads. The case was delayed by thirty minutes and completed with no patient consequences.